Event description:
The patient experienced elevated blood glucose levels and went to her general practitioner who advised her to increase her basal rate. The next day the patient's blood glucose level was 19 mmol/l and she returned to her general practitioner who suggested she go to the hospital. She was treated with an IV of insulin and was released when her blood glucose level reached 16 mmol/l. The nurse at the hospital suggested that the infusion device may not have been functioning properly. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.